Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 133 hour extended tests at the customer's settings. The device passed troubleshooting final test which includes many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications. The event trace review revealed one "ln vent 1" alarm condition. Due to event trace findings, the service technician replaced the power board as a pre-caution.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 alarmed ventilator inoperable(inop) while connected to a patient. The patient was removed from the ventilator, provided positive pressure ventilation via manual resuscitator and placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.